Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the meridian device. During dialysis treatment, the screen went blank and device shut off without an audible or visual alarm. Hcp hand cranked the blood back ot the pt and removed pt from this device. Hcp stated this occurred close to the end of treatment; therefore, therapy was not restarted on another device. Hcp reported there was no medical intervention and no pt injury resulted from this event.